Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia, with a high of 400 mg/dl. The issue was resolved following a full supply change, after which insulin delivery was resumed, and bg began trending down. No medical intervention was required.